Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found that the system's server was corrupted. As a precautionary measure, the system's server software was reloaded customer's server has been returned to the company for repair.